Event description:
A patient reported getting repeated er2 and er4 messages while using a one touch ultra meter. Patient reportedly unable to check blood glucose for 2 days because of error messages. Patient did not report any adverse events. No further information has been reported.